Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 36 mg/dl. The customer treated with food for their low. Customer stated that they were not using the sensor at the time of her having the low reading which she believes that caused it. Auto mode was not used when the customer had their low blood glucose. The insulin pump will not be returned for analysis.